Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated dirty pins on j1002. Once pins were cleaned monitor was able to pass essential performance testing. The root cause for the dirty pins could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.